Manufacturer narrative:
A1:a5: patient information was not provided. H11: livanova deutschland manufactures the essenz heart-lung machine (hlm). Livanova has initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a sucker pump of an essenz heart-lung machine (hlm) was not working. The issue occurred during procedure. There is no report of any patient injury.